Event description:
The customer reported that a leak was detected at texium connection to smartsite while infusing carboplatin in 0.9% ns. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.